Manufacturer narrative:
No product was returned related to this incident report. No visual or dimension inspections could be conducted. Black and white photographs provided show what appears to be a plate with a break through hole 2 perpendicular to the longitudinal plane. Additional photos of a walking boot show wear indicating heavy use. The surgeon indicated that the patient was overactive in document dated one week following surgery. Surgeon stated, "I have a feeling patient is being more active than should be, and had a long discussion with patient about that. I want patient to do less, elevate and ice more." In the post-two-week follow-up report, the surgeon stated, "today I inquired with the patient and patient states has been very active and walking a great deal in boot however denies any traumatic injury or walking outside of the boot. Patient states no experience of any pain or discomfort and is not sure when or how the fixation in his foot broke." Based on analysis, a definitive root cause could not be determined. However the most likely root cause was premature and excessive loading of the device before bony fusion could occur.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unknown revision procedure due to a break in the plate. It was reported that the patient attributes an unknown knee surgery on (B)(6) 2015 due to the added wear from the broken foot plate. No further details are known at this time.